Event description:
It was reported that the customer received a button error alarm on the insulin pump and was unable to clear the alarm even after a battery change. The customer's blood glucose was unknown. Troubleshooting was done. The customer did not recall any significant events leading to the alarm apart from his cell phone possibly pressing up against the button on his insulin pump. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. The insulin pump was received with minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.